Manufacturer narrative:
The information received indicated there was a pump tubing tear leakage. No functional abnormalities were noted with the returned component. However, the detachment surfaces of the cylinder 2 exhaust tube showed rough and irregular surfaces, indicating stress was exerted. Based on the information received, rough detachment surfaces noted, and no other functional abnormalities with any of the returned components, it was concluded that the separation site through the exhaust tube of cylinder 2 may have been the site of failure which resulted in the reported leak. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the bladder of cylinder 2 occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. This separation is not associated with the cause for failure.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, the patient with this device experienced cylinder tubing leakage. No information was received as to how the issue was resolved and no adverse patient effects were reported.